Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had unexplained no delivery alarm. Customer stated that insulin pump had insulin ever squirt out of the cannula instead of drip when priming. Customer stated that insulin pump still alert when they had a low battery or low reservoir. The device will not be returned for analysis.